Event description:
Patient reported experiencing erratic blood glucose levels(80-250 mg/dl). The patient's fiancee could not initially wake up the patient,but once the patient woke up the fiancee provided orange juice to help with the blood glucose issues. The patient inspected the device and noticed segments of the display screen missing.the patient stated that the device gave him too much insulin.patient switched to back up device which worked fine for the patient.